Event description:
Reporter indicated that vns pt has experienced urinary retention since implant. The pt reports that they used to have an over-active bladder for years, for which they have been taking medication but never got the results they wanted. Per the pt their urologist recommended that they received a botox injection to the bladder, which took place approx five months before vns implant. Approx two months after receiving the botox injection, the pt's bladder was reported tested on emptying with results of <1. Approx two months post vns implant, the same bladder test on emptying was indicative of urinary retention (>700). The pt reports that they now have to catheterize themself for urinary emptying. The pt plans to report these events to their neurologist so that he an the pt's urologist can confer with each other. The pt reports that approx two months before the vns implant, their neurologist made a medication change from depakote to trileptal.